Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The physician attempted to place a 3.00x16mm taxus express2 drug eluting stent; however, the stent would not cross stent struts of a previous placed stent (unknown manufacturer). The stent came off the balloon in the pts body. It is unknown how the procedure was completed and if the dislodged stent was retrieved from the pt. No additional pt complications were reported. Patient status reported as "good". Additional info was requested, but not rec'd.